Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h4, h6, h11 the device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the reported malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported a therapeutic endoscopic retrograde cholangiopancreatography (ercp) was done on a patient who had a metal stent that was obstructed by a wall of stones. The customer tried to remove the stones and get through with multiple instruments, which caused some bleeding. When the scope was removed, the single use distal cover was not on the duodenovideoscope. The distal cover could not be found when they went back in. The patient was hospitalized and later coughed up the distal cover in one piece. Additional information received from the customer indicated the patient had been hospitalized for elevated liver enzymes for seven days. The patient was discharged on (B)(6) 2026. The customer indicated the distal cover may have scraped the patient when it came off the scope which may have contributed to mild bleeding. The patient remained hemodynamically stable and did not require any intervention for the bleeding. The customer indicated they did not go back into the patient to look for the distal cover as the doctor stated the patient would pass it naturally. The patient later coughed up the distal attachment in recovery. There were no reports of patient harm. This is report 1 of 2.